Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service because of subclavian crush syndrome. The patient was receiving inappropriate shocks. A new cpi lead was implanted.